Manufacturer narrative:
Analysis was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip and received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin dropped out after manual prime. The customer's blood glucose was 13 mmol/l at the time of incident. The customer reported that the piston stopped moving forward after reservoir contact. The customer stated that the motor slowed down and numbers ramped up when insulin exited the line. The customer stated that they were able to exit prime. The customer stated that the issue persisted after changing the infusion set. The insulin pump will be returned for analysis.